Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was pt reports having trouble connecting to ins as handset screen continues to show "searching for device" while communicator is turned on. Pt reports issues has been on/off since implant date and states "takes a long time to go up" clarified to "just says searching and goes in circle". Pt made sure communicator was unplugged, reset handset and communicator, and ensured bluetooth was turned on. The troubleshooting steps that were taken on the call resolved the issue. Pt confirmed seeing therapy screen and was able to make therapy changes. Pt also mentioned found therapy strength at 0.1ma "don't know if I was doing it" but is unsure how it got there, about a week ago. Pt denied ins battery depleted at that time and reports keeps it charged "does not go below 40%". Pt reports "battery goes down very fast, I noticed".  No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called in again stating they haven't used the device in awhile and want to start using it again. Reviewed how to charge the ins. At one point during the call the patient saw code 1707. Patient tried to used the belt but was not able to start a charging session while using the belt. Patient was only able to charge the ins while holding the recharger. Patient's ins was at 30% and stim was on. Patient said they have had problems charging the ins for a long time now. Patient said maybe their belt is too big, and the patient was sent a smaller belt.